Event description:
Customer reported to beckman coulter, inc. (Bec) that the white blood cell bath of the coulter act series analyzer leaked fluid. Customer reported that the leak was not contained within the instrument. Customer reported that the volume of the leak was a few milliliters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Conclusion: customer did not request service from bec. Cause is unknown. (B)(4).